Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, the outer insulation of the lead was extrinsically breached due to melting, the outer insulation of the lead was extrinsically melted but not breached, the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead had high threshold, impedance due to dislodgement. It was also reported that there was blood noted under the lead insulation. The rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).